Manufacturer narrative:
(B)(4). It is indicated that the device delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure of the moderately calcified, mildly tortuous, 90% stenosed, de novo, obtuse marginal artery, after pre-dilatation with a 1.5 x 12 mm unspecified balloon dilatation catheter and implantation of the 2.75 x 28 mm xience pro stent, an edge dissection was noted. A second xience pro stent was implanted, resolving the event. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.